Event description:
Inflation could not be maintained on one cuffed tracheostomy tube. It is unknown if the device was tested prior to insertion or how long the device had been in use when the reported problem was detected. There was one pt involved with no reported pt compromise. Device was discarded and as such will not be returned to the MFR for analysis and investigation.